Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor triggered the low blood glucose warning. The sensor reading was 58 to 60 mg/dl. However, the customer believes the meter is not reading his blood glucose correctly; reading was 112 mg/dl. Troubleshooting was done for calibrating. Customer continued to believe the issues was with the meter and he was advised how a bad finger stick would cause a calibration error. The meter then read his blood glucose at 142 mg/dl. Customer doesn't feel the meter is correct and decided to end the call to call emergency services. Customer declined further customer service. Assistance was provided to clear the calibration error, meter blood glucose now, and to resume the basal since the insulin pump went into threshold suspend.